Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d4 - catalog no and d4 - lot no were updated.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys hbsag immunoassay results for one patient from cobas e 801 module serial number (B)(4). The sample was submitted for initial investigation and was tested on a cobas e 801 module and another manufacturer's analyzer using cleia method. Refer to the attachment to the medwatch for all patient data.